Manufacturer narrative:
Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
Upon further internal review, halyard health determined that the malfunction reported would not be likely to cause or contribute to a serious adverse event, and therefore this event will no longer be considered reportable. No further information on the complaint will be filed.

Manufacturer narrative:
(B)(4). The actual device involved in the event was returned for evaluation. The pump was received full. The bladder lacked the same rigidity typical of full pumps. The pinch clamp was opened and the pump infused at all selectable rates. A scissor was used to cut the dust cover open and the kraton and inner latex membrane were observed to be ruptured. The outer latex membrane was still intact. The tubing was cut below the blue connector to drain the medication. A dremel was used to cut the snap caps off and the dust cover and latex membrane were removed for a better visualization of the ruptured layers. Sample evaluation concluded that the pump had a rupture of the kraton and inner latex membrane. The pump was received full and infused at all selectable flow rates when the pinch clamps were opened. The bladder lacked the rigidity of a normally full pump. A scissor was used to cut open the dust cover and the ruptured layers could be viewed through the outer latex membrane. The pump was drained and the snap cap, dust cover and outer latex membrane were removed for a better visualization of the ruptured layers. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Investigation including root cause analysis is in progress. A follow-up medwatch will be filed upon its completion. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that a device popped at the end of the filling process. The pump was filled to 750 ml with 0.2% ropivacaine and primed. The device was not administered to a patient; there was no patient contact. Halyard sample analysis lab confirmed on 30aug2016 that the kraton and inner membrane split.